Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the returned implant identify minor signs of use surrounding the external threads of the implant. No malfunction of the device was identified upon evaluation. Also the device was measured and verified to match print specifications. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The reported device was located on tooth # 20 and was used for approximately 19 days pictures or x-ray images were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported that post operative x-ray showed some impingement on the adjacent tooth, therefore, requiring implant removal. The reported device was returned and the complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Last name and email address unknown / not provided. Additional PMA/510(k) number: k011028, k013227.

Event description:
It was reported that the post operative x-ray showed some impingement on the adjacent tooth, therefore, requiring implant removal. Patient will return for an additional appointment to replace the implant.